Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to 704545, 704535 and 704530 & 705173. The hospital refused to use the product due to lot # issues.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h6, h10, h11. Corrected sections: reported failure changed.

Event description:
The hospital refused to use the product due to lot # 3000260277 issues.

Manufacturer narrative:
Trackwise # (B)(4) updated section: b4, b5, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 10/18/2022. An investigation was conducted on 01/09/2023. A visual inspection was conducted. The device was returned inside the sealed product packaging. The seal was observed in the loading device window. The delivery device was inside the loading device. It was observed that the delivery tube was pressed against the seal. The delivery device was removed from the loading device. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.224 inches ((B)(6)). The length of the delivery tube was measured at 2.48 inches ((B)(6)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The DHR, shop floor paperwork is available for review as an attachment to the record. The lot # 3000260277 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the unspecified reported failure.